Event description:
Customer reported that the insulin pump would beep twice a day at the same time every day. The blood glucose reading was 160 mg/dl. The insulin pump passed the self test. The alert type was changed to vibrate but cutomer still experieced the daily beeps. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no unexpected error alarm, constant tone or beeps were noted. However, an alarm was found in the alarm history screen due to a corrupted history file. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.